Event description:
A complaint was received, reporting that the patient was unable to charge their implant. During a follow-up appointment, it was determined that the patient's pocket site was too deep, resulting in the patient's charging issues. The patient underwent a revision surgery, during which the pocket site was relocated and the implant was replaced. The patient is reportedly doing well.